Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported frozen display and also received delivery stop error 804. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and found that frozen display had reoccurred after installing a new battery. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify frozen screen and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. In further review of the formatted history file 2 days prior to the event date of 18-may-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 05/18/2025 08:05:36.000. 05/18/2025 08:06:04.000, 05/18/2025 08:06:10.000. 05/18/2025 08:08:58.000. 05/18/2025 08:09:04.000, 05/18/2025 08:09:11.000. 05/18/2025 08:09:12.000, 05/18/2025 08:09:14.000. 05/18/2025 08:09:16.000, 05/18/2025 08:09:37.000. 05/18/2025 08:21:52.000. Failed battery alert/battery failed alarm was found on: 05/18/2025 08:05:45.000. 05/18/2025 08:06:09.000. 05/18/2025 08:08:58.000. 05/18/2025 08:09:05.000, 05/18/2025 08:09:11.000. 05/18/2025 08:09:13.000, 05/18/2025 08:09:14.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. There is no pump error 804 alarm recorded in the formatted history file. Unable to test for failed battery alert/battery failed alarm and pump error 804 alarm due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm and pump error 804 were unknown. Critical pump error (open book image) alarm and e/a alarm/pump error 35 alarm confirmed in the formatted history file on 05/18/2025 08:04:57.000 and 05/18/2025 08:14:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify frozen screen, pump error 804 alarm and perform the required testing due to critical pump error (open book image) alarm. Pump error 804 alarm was unknown. However, critical pump error (open book image) alarm confirmed due to e/a alarm/fatal alarm pump error 35. Critical pump error (open book image) alarm and e/a alarm/pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.